Event description:
The subject catheter was returned for analysis and the device investigation revealed that subject catheter shaft was broken during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the catheter shaft was seen to be broken/fractured 58 cm from the catheter hub. The catheter shaft was seen to be damaged. The catheter hub and tip were intact. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter damaged was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis. The catheter shaft was seen to be broken/fractured. The as reported events of catheter damaged as well as the as analyzed events of catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.